Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the distal end of the tube broke off in the patient's stomach. The patient had to go to the operating room for removal. Per additional information provided on 17-feb-2022, the distal end broke off just above the weighted end. A procedure was performed to remove the weighted end. The current status of the patient is stable. No further information is available.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on september 09, 2020. Two photos were received for the investigation, but a physical sample was not provided. If a physical sample is received at a later date for further analysis, the complaint will be reopened, and the investigation will be updated accordingly. The two photos provided were reviewed and show that the tube broke near the tip, however, the point of breakage shows that the tubing was balloon shaped, which appears to have thinned the walls of the tube and caused the rupture. The balloon shaping of the tube could occur due to excess air pressure in the tube, or an occlusion caused by food or medication. The most likely root cause indicates that this issue could occur due to inadequate use of the procedure. Per the instructions for use (IFU), ¿use a kangaroo enteral feeding pump for accuracy and control of nutritional formula delivery. Infusion pumps that deliver in excess of 40 psi should not be used as excessive pressure is capable of causing tubes and pump sets to balloon and/or rupture. Consult pump manufacturer¿s specifications and recommendations¿. Based on all available information a corrective action is not applicable at this time. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. We will continue to monitor the process, complaints, and feedback for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the distal end of the tube broke off in the patient's stomach. The patient had to go to the or for removal. Per additional information provided, the distal end broke off just above the weighted end. A surgical procedure (evacuation for foreign body from abdominal cavity) was performed to remove the weighted end. The type of procedure performed was an upper endoscopy. The surgery went well. The current status of the patient is stable, they are doing well.

Manufacturer narrative:
Section b5 has been updated to include additional information provided by the customer.